Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Inserter was returned and evaluated. Upon visual inspection it was confirmed that the tip had fractured. There is wear on the hex feature. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation as been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure that the inserter broke off in the top of the stem. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.